Event description:
It was reported that shaft break occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, when feeding the stent over the wire and before it even entered the sheath, the catheter bent. When pulling it back, the shaft was broken. The device was removed by hand outside the body and the procedure was completed with another of the same device. There were no patient complications reported.